Event description:
The hospital reported that, at the end of the case, while the patient was spontaneously breathing, the anesthesia machine lost power. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare (gehc) service representative performed a checkout of the equipment and noted the following: · backup battery was depleted. The battery was last replaced prior to 2011. Per the aespire technical reference manual, batteries are to be replaced every 2 years. Additionally, the hospital reported that the anesthesia machine is not continuously plugged into ac power, thus the charge of the battery is not maintained. The gehc service representative replaced the battery. · hospital had installed a nonge ac power cord that fit loosely into the outlet on the back of the anesthesia machine. The gehc service representative replaced the cord with a gehc power cord. · the hospital had removed the power cord retainer clamp from the back of the anesthesia machine. The clamp is designed to help prevent power cord disconnection from the outlet on the back of the anesthesia machine. The gehc service representative reinstalled the power cord retainer clamp. It should be noted that the anesthesia machine had not been serviced since 2011. Minimum level of maintenance is every 12 months, as stated in the aespire user reference manual. The hospital has since placed the machine on service contract with gehc.

Manufacturer narrative:
Under (B)(4) law and the (B)(4) data protection act 1998, patient information is considered confidential and will not be released by the hospital. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.